Event description:
Revision surgery was conducted on (B)(6) 2015 to remove and replace two arsenal set screws which had started to back out.

Manufacturer narrative:
An evaluation of the suspect implants is not possible. The identifying lot number(s) has not been provided nor have the set screws been returned for evaluation. The physician has not responded to the sales representatives multiple attempts to obtain additional information/details of the event. Upon the receipt of additional information and/or the explanted set screws, a follow-up report will be submitted. The arsenal spinal fixation system[?] Is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).